Event description:
It was reported during a procedure, three of the five, ar-3638 lot; 133348696, passing suture cut through during use. Additional information requested. Additional information provided 8/3/21: slap procedure. Anchor and suture were moved from the patient and will be sent for evaluation. The case was completed by using 2.9 push locks.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Two sealed, packaged ar-3638, batch 13348696 devices, along with one unpackaged and used suture sample, were received for investigation. Visual inspection identified breakage at one end of the used suture construct, with fraying evident at the other end. This failure mode is under further evaluation through CAPA-00274.